Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 60 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.